Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a trainer assisting a user with a set change experienced difficulty attaching the luer connector to the ilet, requiring the use of needle-nose pliers to complete the connection; the user subsequently completed the set change using a new connector, and blood glucose was not impacted. Symptoms included no adverse physiological effects. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included review of complaint details and return of the reported connectors for evaluation. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.